Event description:
A knee arthroplasty was revised due to tibial loosening. This device is associated with the revision reported in MFR report #1038671-2009-00091.

Manufacturer narrative:
Engineering eval of the returned tibial insert identified evidence of burnishing on the bottom surface of the device. There was little to no wear evident on the articular surface of the device.